Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced redness over the device pocket. The wound was checked in clinic and a wound reperfusion procedure was completed. The wound was then refroze with bovine pericardium. This electrode remains in service. No additional adverse patient effects were reported.